Event description:
Information was received indicating that during routine preventive maintenance testing of a smiths medical level 1 h-1200 fast flow fluid warmer the disposable alarm kept coming on. It was reported that the "check disposable switch fails to recognize" the tubing. Per reporter there was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with specifications. The reported issue could not be confirmed; the returned device performed as expected.